Manufacturer narrative:
(B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(6) (same patient) the hospital reported that during preparation for a coronary artery bypass procedure using hst iii system (3.8mm), they attempted to load the heartstring per IFU in usual manner. After the heartstring is loaded, when separating the deployment device from the loading device the heartstring seal remained in the loading device. A replacement device was used to complete the procedure. No patient injury.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/03/2023. An investigation was conducted on 07/06/2023. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the loading device. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 1.95 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000311387 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.